Event description:
The customer reported problems with disconnecting the male luer on the primary set in the mso unit. The luer stated when she struggled to disconnect the set, the male luer gave way, broke and cut her hand. No pt harm or medical intervention reported. Although requested, no additional pt or event details provided.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A follow up report will be submitted with failure investigation results once the eval has been completed.